Event description:
The customer reported that he went to his doctor and was diagnosed with an infection at the insertion site. He was prescribed 2 weeks of antibiotics, however, the antibiotics were unsuccessful in treating the infection. The customer had to go to the ER to get the infection lanced and drained. The pod was discarded.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to pt's infusion site infection and subsequent ER visit. No qualification and sterilization records were reviewed because no product lot number was reported.